Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement due to a reservoir failure. The previous reservoir was removed and replaced for a new 100 ml reservoir. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. There were no known patient further adverse effects. The implant was not inflating or deflating because the reservoir failed because it was not filled properly. No leaks were discovered.